Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure was reproduced. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error c-00 occurred on the integrated electro surgical generator unit (iesu). The customer power cycled the iesu, but the issue persisted. The customer used an external third-party generator to continue with the operation. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer completed the procedure using a third-party generator with no patient harm.